Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Finished goods records of (B)(4), phcbdbb0 have been reviewed and show no deviations; all results meet the specified quality requirements.

Event description:
It was reported that the patient underwent a natural birth procedure on an unknown date and suture was used. The suture pulled off the needle when sewing during a natural birth. The needle was taken out. Changed to another device to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.